Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was receiving sensor error alerts. During troubleshooting she stated that her blood glucose reading was 407 mg/dl due to having just eaten. The customer treated with a bolus. The sensor was removed and the cannula was noted to be bent. The sensor was replaced. The insulin pump was not returned or replaced.